Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. See manufacturer report number 2032227-2015-36396. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a no delivery alarm. The customer also reported that there was an air bubble in the reservoir; she tapped the reservoir multiple times to get the bubble out. The customer stated that she resolved the issue after troubleshooting herself and declined further assistance. Blood glucose value was 438 mg/dl. The reservoir was not replaced or returned for analysis.